Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set, and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where it was observed that it had failed the internal flow transducer (ift) sv-5 timing test. A failure of this test could be indicative of an ift issue that may lead to lower than expected exhaled tidal volume (vte) and peep (positive end expiratory pressure) levels. Ventec replaced the ift to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was solenoid valve 5 (sv5) located on the flow board of the ift.